Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("coil migration") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), anxiety ("anxiety"), depression ("depression"), headache ("headaches"), chest pain ("severe chest pains"), back pain ("back pain") and visual impairment ("vision problems"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, anxiety, depression, headache, chest pain, back pain and visual impairment outcome was unknown. The reporter considered anxiety, back pain, chest pain, depression, device dislocation, headache, pelvic pain and visual impairment to be related to essure. The reporter commented: the symptoms continued and caused the plaintiff to be anxious and depressed. Severe chest pains resulted in several ER (emergency room) visits. Diagnostic results: hsg (hysterosalpingogram) was performed incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('coil migration/migration of essure device location of device'), perforation ('perforation(other)') and suicidal ideation ('psychological or psychiatric problems : suicidal thoughts') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), suicidal ideation (seriousness criterion medically significant), pelvic pain ("pelvic pain/pain"), anxiety ("psychological or psychiatric problems : anxiety"), depression ("psychological or psychiatric problems : depression"), headache ("headaches"), chest pain ("severe chest pains"), back pain ("back pain"), vision blurred ("vision/eye problems - blurred vision"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (removal of the essure devices). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation, suicidal ideation, pelvic pain, anxiety, depression, headache, chest pain, back pain, vision blurred, vaginal haemorrhage, menorrhagia, migraine and dysmenorrhoea outcome was unknown. The reporter considered anxiety, back pain, chest pain, depression, device dislocation, dysmenorrhoea, headache, menorrhagia, migraine, pelvic pain, perforation, suicidal ideation, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: the symptoms continued and caused the plaintiff to be anxious and depressed. Severe chest pains resulted in several ER (emergency room) visits. Discrepancy noted in insertion date- (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: perforation (other) please describe, migration of essure device, other (please describe) unable to locate. Most recent follow-up information incorporated above includes: on 28-may-2019: new pfs received : events added - abnormal bleeding (vaginal, menorrhagia), migraines, dysmenorrhea (cramping),suicidal thoughts, perforation (other), coil migration was updated to coil migration/migration of essure device location of device. Reporter information was updated. Dob added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.